Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a enternal guidewire was used during a colonic stent procedure performed on (B)(6) 2009. According to the complainant, during preparation, the guidewire outer jacket came off. The procedure was completed with a different manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.